Event description:
It was reported that there was a malfunction on the pump, identified by a malfunction code indicating an unexpected pressure increase in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was informed that continued use of the pump was safe and instructed to contact support again if any further malfunction codes appeared.